Event description:
Customer reported a past low blood glucose event with the lowest level at 50 mg/dl. The customer consumed carbohydrates and glucose tablets as a corrective action. The customer went low due to the customer have multiple profiles and using the incorrect profile with an incorrect basal rate. Additionally the customer is overriding the bolus.